Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's symptoms returned and she did not feel sensation. The clinical diagnosis was increased urgency. The device was interrogated and high impedances were found on (B)(6) 2014. The entire device system was explanted and replaced on (B)(6) 2015, and the outcome was resolved without sequelae. The event was related to the patient's lead and implantable neurostimulator (ins). Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No cause was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported no cause of the high impedance was determined.

Event description:
Additional information received reported an event date of (B)(6) 2014 where there was increasing symptoms for 2 months. Urinary frequency was back to baseline. On (B)(6) 2014, frequency increased to 8-9 times per day and 1-2 times per night where a decreased sensation of the device was noted. It was decided on (B)(6) 2015 that the device off needed revision but they had no insurance. On (B)(6) 2015, the revision was done. No further patient complications have been reported as a result of this event.